Event description:
Implant fracture.

Manufacturer narrative:
Implant region 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis not possible. Implant remain in situ. New implant placed next to the fractured implant.

Event description:
Implant fracture.